Manufacturer narrative:
Analysis found the unit with unexpected motor noise during rewind due to a faulty motor. However, the unit rewound properly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has a noisy motor during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.